Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the customer had been in touch with technical support consultant (tsc) who instructed on how to resolve issue and assist with recovering cubie pockets. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 pocket b1 was failed and not detected on bus. The customer stated that they managed to get the medication from other source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.